Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/24/2018 that on (B)(6) 2017 the device stopped working. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. A transmitter functional test was performed and passed. The receiver was also returned for evaluation. An external visual inspection was performed and passed. The receiver was charged and will boot. The receiver data log was downloaded and reviewed, and no data was present on the date of issue. A global receiver functional test was performed and resulted in no failures related to the reported event. A pairing test was performed with known good transmitter and passed. The reported event of device not functioning was unable to be determined. The probable cause cannot be determined.